Manufacturer narrative:
Device evaluation; the zso-7-12 device of lot number c1746768 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c1746768 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1746768. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use.¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being damaged during transport. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink.no patient contact. Please indicate where the device was stored prior to use. The place where the device was stored is the ercp room in the hospital. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?*unknown . Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed.they performed est and stone removal procedure on the patient before place the stent.. Was the wire guide inspected for damage prior to use?* unknown . Was the device at the centre of the complaint inspected for damage prior to use? They opened the product's packaging and confirmed that the product was kink.. Did the patient involved exhibit altered anatomy or tortuous anatomy?no. If not with the device in question, how was the procedure finished?*they were able to complete the procedure after using another zso-7-12.